Manufacturer narrative:
Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was below 40 mg/dl on the morning of the call. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump had been dropped before the low incidents and had physical damage. The pump was rattling when shaken. Troubleshooting was completed and the pump passed the tests performed. The customer has been using medical marijuana and has lost weight. The insulin pump will be returned for analysis.